Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha, wi facility as part of a 50 pc. Lot in march of 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is pushed thru one side of the outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was disassembled in order to evaluate its internal components and it was found that the inner drive rod (n00-185) fingers are both darm:1yed where t11ey engage tile jaws. Mishandling of this device at the end user's facility is suspected.

Event description:
The jaws of the applier was misaligned so that it was unable to load a clip during a pretest. Also, the pivot pin was loose. Therefore, another applier was used instead. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaws of the applier was misaligned so that it was unable to load a clip during a pretest. Also, the pivot pin was loose. Therefore, another applier was used instead. The applier was purchased by the hospital within 1 year.